Manufacturer narrative:
Philips service instructed the customer to delete completed exams. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that memory was full despite deleting exams, and workflow clarification was needed on an azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.